Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a bur was found to be broken at the tip. It was also reported that there was no delay and no adverse consequences as a result of this event.

Event description:
It was reported that during service conducted at the manufacturer, a bur was found to be broken at the tip. It was also reported that there was no delay and no adverse consequences as a result of this event.